Event description:
The audiologist contacted med-el UK to request for an explant kit for a surgery on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. According to the information received from the field the device was explanted due to pain at the implant site after a head injury. Further, the impact might have led to device movement possibly contributing to the painful sensation and the change in hearing performance. This is a final report.

Event description:
In (B)(6) 2021 the user experienced a head injury. Since that time the user has reported pain and being unable to wear the audio processor. It was also mentioned that hearing sensation with the device changed. The user was explanted in (B)(6) 2022. The reported painful sensations resolved after the explantation.